Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noticed. In 2004 the target lesion was a tortuous, 95% stenosed proximal - mid circumflex (cx) artery. It was pre-dilated with a 20 x 20 mm maverick balloon with the use of an ht floppy guide 0.014. The physician tried to advance the taxus express2 3.5 x 16 mm drug eluting stent to the lesion but was unsuccessful. The stent would not move forward to the lesion. After that, it was hard to move the stent inside the artery either way. It was then decided to remove the whole system. When the stent was withdrawn, it was observed that one of the struts was turned-up (a small portion of metal was turned-up). There were no reported complications.